Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2017, the customer received the following results on the performa system within 10 minutes: 146 mg/dl, 103 mg/dl, 87 mg/dl, and 176 mg/dl. On (B)(6) 2017, the customer received the following results on the performa system within 10 minutes: 150 mg/dl, 108 mg/dl, 222 mg/dl, and 164 mg/dl. On (B)(6) 2017, the customer received the following results on the performa system within 10 minutes: 169 mg/dl, 108 mg/dl, and 245 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.